Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty plugging the usb cable into the usb port in order to charge the pump. Reportedly, the usb cable was stuck inside the usb port. There was no reported adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method for insulin therapy.